Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/reporter contacted lifescan to report the onetouch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2014 the patient obtained the blood glucose readings of 297 mg/dl and 120 mg/dl on the reported meter. The patient also obtained a reading of 92 mg/dl on another manufacturer¿s meter. The patient was unable to state whether she experienced any symptoms of high or low blood glucose levels at that time. At 9:30 pm the patient went to the emergency room, where her blood glucose level was tested by a laboratory method to be 58 mg/dl. The patient was treated intravenously with glucose. Troubleshooting revealed the patient¿s testing technique was incorrect by not ensuring the meter was programmed for the correct calibration number of the lot of test strips in use, which can contribute to inaccurate readings. The meter and control solution were replaced. The patient¿s testing technique was incorrect by not programming the meter with the correct calibration code number. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia after obtaining elevated results on the reported meter, and received emergency medical attention and treatment with glucose, this complaint is being reported.